Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2018-02133 addresses the first speedband superview super 7 device and manufacturer report # 3005099803-2018-02134 addresses the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a varicose esophageal ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands were attempted to be deployed; however, the bands failed to deploy. It was noted that the bands were stuck together. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2018-02133 addresses the first speedband superview super 7 device and manufacturer report # 3005099803-2018-02134 addresses the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a varicose esophageal ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands were attempted to be deployed; however, the bands failed to deploy. It was noted that the bands were stuck together. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found two bands present and were moved out of their positions. It was noticed that the ligator head teeth were bent. The suture was intact and attached to the trip wire loop. The trip wire was secured in the handle assembly when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, which could have contributed with the reported issues. Also, the trip wire appears to have been cut with a sharp tool and this condition is not considered as an issue of the device. Based on the information available and the analysis performed, the most probable cause for the complaint event is operational context, probably due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.